Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash. The rash was described as raised bumps that were starting to blister. The patient reported they had an allergy to nickel. The patient's doctor prescribed prednisone for the skin irritation and instructed the patient not to wear the lifevest until the rash went away. During a follow up call, the patient reported that the irritation had improved. There was no allegation of a device malfunction associated with the reported skin irritation.